Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. There were few additional findings. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. The bending section cover had a scratch. Adhesive on bending section cover has a chip, crack and white-clouded area. Adhesives around objective lens and light guide lens has white-clouded area. Distal end cover had a dent. Connecting tube had a scratch. Connecting tube and universal cord had a wrinkle. Switch was worn out. Paint on suction cylinder was peeled. Image guide protector had a scratch. Adhesives around objective lens had white-clouded area. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted in completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the gastrointestinal videoscope exhibited reduced angulation. The device was returned and an evaluation revealed clogging of the nozzle with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on field feedback and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, air / water nozzle had no deformation, and that foreign material remained inside the nozzle. Although, the user confirmed they conducted reprocessing in accordance with IFU the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.